Manufacturer narrative:
The reported complaint that the thermogard xp ivtm system (sn (B)(6)) switches to standby mode during operation, displays an air trap fault, and shows a saline level check message was not confirmed during the review of the event log or functional testing. The reported issue was not replicated during testing, and the console functioned as intended. Upon review of the event log, no irregularities were found. The thermogard console passed the initial functional testing without any fault or error. There was no liquid observed on the board of the air trap sensor block. The reported complaint was not reproduced. Following service, the thermogard console passed all subsequent functional and electrical tests with no issues, and readings were within the specified limits.

Manufacturer narrative:
Zoll has not received the thermogard xp ivtm system in the complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The customer reported their thermogard xp ivtm system (sn (B)(6)) switches to standby mode during operation, displays an air trap fault, and shows a saline level check message. There is also moisture underneath the device. No suk leak was reported. No additional information was provided. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.